Event description:
It was reported that the access doors will not unlatch due to a broken release handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.